Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized for high blood glucose. The patient's sensor read 40 mg/dl and she began to drink orange juice to treat for a low. No further details were provided for the hospitalization. The insulin pump was not returned or replaced.